Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this product exhibited an infection. Additional information received from a field representative that the patient was given oral medication. There were no additional adverse effects reported. Evidence suggests the system remains implanted and in service.